Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the provided pictures show a cup with a metal liner that show signs of wear, outside of the wound with a stem and debris noted on the stem. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the right hip arthroplasty. Small lucencies in gruen zone 1 consistent with osteolysis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, unknown stem, unknown taper adaptor. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03410, 0001825034 - 2020 - 03411, 0001825034 - 2020 - 03412.

Event description:
It was reported the patient underwent a hip revision 19 years post implantation due to alval related to the metal-on-metal implant. No additional information.